Event description:
It was reported that the customer's insulin pump was not delivering insulin. The customer also experienced difficulty with calibrating. The customer's blood glucose was 416 mg/dl. The customer stated that he would still have 20 units of insulin left and that it would not come down. The customer expressing being sweating with his high blood glucose. The customer's mother stated that he may have received a no delivery alarm. Troubleshooting could not be done because the insulin pump was not present at the time of the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.